Event description:
During a review of the patient's programming history it was noted that on (B)(6) 2009 a partial programming event occurred which led to the device being programmed off. The settings were not corrected until the patient's next appointment on (B)(6) 2009. There were no reports of any patient adverse events as a result.

Manufacturer narrative:
Review of programming history performed